Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 500 mg/dl and 600 mg/dl. The customer had the flu at the time and treated with their insulin pump. Customer's blood glucose value was 180 mg/dl at the time of the call. Customer did not indicate when high blood glucose began. Customer declined to troubleshoot for high readings. The customer was following up on a previous report of a broken transmitter. The product was not returned for analysis.